Event description:
Event verbatim [preferred term] burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number t26693, expiration date aug2020), via an unspecified route of administration on (B)(6) 2018 for menstrual pain. Medical history included thyroid cancer from (B)(6) 2018, ongoing hashimoto's disease, and thyroidectomy partial on (B)(6) 2018. Concomitant medication included levothyroxine (levothyroxine). The patient applied the heatwrap on (B)(6) 2018 for not even 4 hours. She took it off and did not see anything, but when she woke up on (B)(6) 2018 she noticed a burn in the shape of the cell and blister that was about nickel size on her stomach. The blister came off and it is flat. Now it looks like the skin was torn off, a layer of her skin came off. It is red and white around edges and has a dark red brownish scab. The patient confirmed the heatwrap was the usual temperature and was not abnormally hot. The patient classified her skin tone as fair to medium. She does not have sensitive skin or any abnormal skin conditions. The patient has previously used thermacare and other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and has not experienced the same problem/symptom during previous use. The patient was wearing several layers of clothing over the thermacare product (underwear and scrub pants) and had attached the adhesive to clothing for less than 4 hours. The patient did not engage in exercise while using the product, she did check her skin under the product while wearing thermacare about every 20 minutes, and she did read the usage instructions on thermacare before using the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the event was not recovered. The patient has a scab from the burn and pain when trying to wear pants because the waistband rubs the site. The patient did not consult a healthcare professional for the problems/symptoms and no treatment/recommendation was given. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off/blister turned into burn into scab to second degree burn [burns second degree], . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number t26693, expiration date aug2020), via an unspecified route of administration on (B)(6) 2018 for menstrual pain. Medical history included thyroid cancer from (B)(6) 2018, ongoing hashimoto's disease, and thyroidectomy partial on (B)(6) 2018. Concomitant medication included levothyroxine (levothyroxine). The patient applied the heatwrap on (B)(6) 2018 for not even 4 hours. She took it off and did not see anything, but when she woke up on (B)(6) 2018 she noticed a burn in the shape of the cell and blister that was about nickel size on her stomach. The blister came off and it is flat. Now it looks like the skin was torn off, a layer of her skin came off. It is red and white around edges and has a dark red brownish scab. The patient confirmed the heatwrap was the usual temperature and was not abnormally hot. The patient classified her skin tone as fair to medium. She does not have sensitive skin or any abnormal skin conditions. The patient has previously used thermacare and other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and has not experienced the same problem/symptom during previous use. The patient was wearing several layers of clothing over the thermacare product (underwear and scrub pants) and had attached the adhesive to clothing for less than 4 hours. The patient did not engage in exercise while using the product, she did check her skin under the product while wearing thermacare about every 20 minutes, and she did read the usage instructions on thermacare before using the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the event was not recovered. The patient has a scab from the burn and pain when trying to wear pants because the waistband rubs the site. The patient did not consult a healthcare professional for the problems/symptoms and no treatment/recommendation was given. Additional information has been requested and will be provided as it becomes available. Follow-up (12mar2018): this contactable consumer reported by way of consumer questionnaire. This female patient used thermacare heatwrap (thermacare menstrual) on (B)(6) 2018 by keeping the adhesive side against her underwear on stomach for menstrual cramps for only four hours. The product was not heated in microwave, not reheated at all, not applied directly to the skin and nor applied while sleeping. She checked the skin once every hour. On (B)(6) 2018, she woke up in middle of night and found a blister on belly, which was exact shape as circles on the pad. Her blister turned into burn into scab into second degree burn. She reported that the product burnt two layers of skin and her physician's assistant said she had a second degree burn. She discontinued the usage of thermacare heatwrap on (B)(6) 2018. It was reported that, she was taking acetaminophen (tylenol) and ibuprofen (motrin) for the pain. She was treated with bacitracin for second degree burn since on an unknown date.

Event description:
Event verbatim [preferred term] burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off/blister turned into burn into scab to second degree burn [burns second degree]; case narrative:this is a spontaneous report from a contactable consumer. A 34-year-old caucasian female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number t26693, expiration date aug2020), via an unspecified route of administration on (B)(6) 2018 for menstrual pain. Medical history included thyroid cancer from (B)(6) 2018, ongoing hashimoto's disease, and thyroidectomy partial on (B)(6) 2018. Concomitant medication included levothyroxine (levothyroxine). The patient applied the heatwrap on (B)(6) 2018 for not even 4 hours. She took it off and did not see anything, but when she woke up on (B)(6) 2018 she noticed a burn in the shape of the cell and blister that was about nickel size on her stomach. The blister came off and it is flat. Now it looks like the skin was torn off, a layer of her skin came off. It is red and white around edges and has a dark red brownish scab. The patient confirmed the heatwrap was the usual temperature and was not abnormally hot. The patient classified her skin tone as fair to medium. She does not have sensitive skin or any abnormal skin conditions. The patient has previously used thermacare and other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and has not experienced the same problem/symptom during previous use. The patient was wearing several layers of clothing over the thermacare product (underwear and scrub pants) and had attached the adhesive to clothing for less than 4 hours. The patient did not engage in exercise while using the product, she did check her skin under the product while wearing thermacare about every 20 minutes, and she did read the usage instructions on thermacare before using the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the event was not recovered. The patient has a scab from the burn and pain when trying to wear pants because the waistband rubs the site. The patient did not consult a healthcare professional for the problems/symptoms and no treatment/recommendation was given. Additional information has been requested and will be provided as it becomes available. Follow-up (12mar2018): this contactable consumer reported by way of consumer questionnaire. This female patient used thermacare heatwrap (thermacare menstrual) on (B)(6) 2018 by keeping the adhesive side against her underwear on stomach for menstrual cramps for only four hours. The product was not heated in microwave, not reheated at all, not applied directly to the skin and nor applied while sleeping. She checked the skin once every hour. On (B)(6) 2018, she woke up in middle of night and found a blister on belly, which was exact shape as circles on the pad. Her blister turned into burn into scab into second degree burn. She reported that the product burnt two layers of skin and her physician's assistant said she had a second degree burn. She discontinued the usage of thermacare heatwrap on (B)(6) 2018. It was reported that, she was taking acetaminophen (tylenol) and ibuprofen (motrin) for the pain. She was treated with bacitracin for second degree burn since on an unknown date. Amendment: this follow-up report is being submitted to amend previously reported information to amend relevant tests and earlier narratives from consolidated to non- consolidated. This female patient's relevant medical history included hashimoto's disease since 2011. Her concomitant medication included levothyroxine 50 ug once daily via oral route since (B)(6) 2011 for hashimoto's. Her past drug history included thermacare heatwraps (thermacare heatwraps) from (B)(6) 2018 to an unspecified date in 2018 for two days for an unspecified indication and had not experienced same problem (blister turned into burn into scab into second degree burn). It was also reported that she previously used electric heating pad in (B)(6) 2018 for half-an-hour for pain relief and did not experienced a problem/symptom.

Manufacturer narrative:
The root cause category was non-assignable (complaint not confirmed). Consumer reports "blister from a burn on her stomach". After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Manufacturing operations employ quality control procedures included in process testing, and visual inspection to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Thermacare batches are produced as individual lots and batch t26693 is the only batch within the scope of this investigation. It was reported that a sample of the product to be returned was available, if requested. Final confirmation status was reported as not confirmed. There were no cells damaged or leaking. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2018, for an unrelated complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of adverse event. On the basis of this evaluation, a trend does not exist for this batch.

Event description:
Event verbatim [preferred term] burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off/blister turned into burn into scab to second degree burn [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A 34-year-old female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number t26693, expiration date aug2020, UDI number: (B)(4), on (B)(6) 2018, for menstrual pain/menstrual cramps. Medical history included thyroid cancer from (B)(6) 2018, ongoing hashimoto's disease from 2011, and thyroidectomy partial on (B)(6) 2018. Concomitant medication included levothyroxine (levothyroxine) for hashimoto's from (B)(6) and ongoing orally at 50ug once a day. The patient applied the heatwrap on (B)(6) 2018, for not even 4 hours. She took it off and did not see anything, but when she woke up on (B)(6) 2018, she noticed a burn in the shape of the cell and blister that was about nickel size on her stomach. The blister came off and it is flat. Now it looks like the skin was torn off, a layer of her skin came off. It is red and white around edges and has a dark red brownish scab. She found a blister on belly, which was exact shape as circles on the pad. Her blister turned into burn into scab into second degree burn. The patient confirmed the heatwrap was the usual temperature and was not abnormally hot. The patient classified her skin tone as fair to medium. She does not have sensitive skin or any abnormal skin conditions. The patient has previously used thermacare from (B)(6) 2018, for two days for an unspecified indication and other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and has not experienced the same problem/symptom during previous use. The patient was wearing several layers of clothing over the thermacare product (underwear and scrub pants) and had attached the adhesive to clothing for less than 4 hours. The patient did not engage in exercise while using the product, she did check her skin under the product while wearing thermacare about every 20 minutes, and she did read the usage instructions on thermacare before using the product. She was not admitted to hospital due to event. It was reported that, she was taking acetaminophen (tylenol) and ibuprofen (motrin) for the pain. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the event was not recovered. The patient has a scab from the burn and pain when trying to wear pants because the waistband rubs the site. The patient did not consult a healthcare professional for the problems/symptoms and no treatment/recommendation was given. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2018, this contactable consumer reported by way of consumer questionnaire. This female patient used thermacare heatwrap (thermacare menstrual) on(B)(6) 2018, by keeping the adhesive side against her underwear on stomach for menstrual cramps for only four hours. The product was not heated in microwave, not reheated at all, not applied directly to the skin and nor applied while sleeping. She checked the skin once every hour. On (B)(6) 2018, she woke up in middle of night and found a blister on belly, which was exact shape as circles on the pad. Her blister turned into burn into scab into second degree burn. She reported that the product burnt two layers of skin and her physician's assistant said she had a second degree burn. She discontinued the usage of thermacare heatwrap on (B)(6) 2018. It was reported that, she was taking acetaminophen (tylenol) and ibuprofen (motrin) for the pain. She was treated with bacitracin for second degree burn since on an unknown date. Follow-up(B)(6) 2018, new information received from a contactable consumer includes patient data (deny of pregnant), medical history, past drug data, concomitant drug data, suspect device data (frequency), treatment details and event details. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information to amend relevant tests and earlier narratives from consolidated to non- consolidated. This female patient's relevant medical history included hashimoto's disease since 2011. Her concomitant medication included levothyroxine 50 ug once daily via oral route since (B)(6) 2011 for hashimoto's. Her past drug history included thermacare heatwraps (thermacare heatwraps) from (B)(6) 2018, to an unspecified date in(B)(6) 2018, for two days for an unspecified indication and had not experienced same problem (blister turned into burn into scab into second degree burn). It was also reported that she previously used electric heating pad in (B)(6) 2018, for half-an-hour for pain relief and did not experienced a problem/symptom. Follow-up(B)(6) 2018, this contactable consumer reported by way of product complaint and summary investigation results. This female patient used thermacare heatwrap (thermacare menstrual) (device manufacture date:(B)(6) 2017 to (B)(6) 2017 red color box on (B)(6) 2018. The investigation results revealed on (B)(6) 2018, which included the visual inspection of the retain samples included six cartons, 24 pouches and the 24 wraps inside shown no obvious defects to cartons, pouches or wraps. There were no cells damaged or leaking. Review of the batch device history record for this batch concluded all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicated that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shown all wraps met the required wrap batch average temperatures (37.6°c-41.6°c) per menstrual, spec-22087, effective date: (B)(6) 2016, there were no wrap attribute or variable defects recorded for the batch. Shift production transition notes were reviewed, there were no issues noted that would cause an adverse event safety request for investigation complaint. There were no known site investigations associated with this batch that would cause an adverse event safety request for investigation complaint revealed upon review of this batch from a manufacturing perspective. The root cause category was non-assignable (complaint not confirmed). Consumer reports "blister from a burn on her stomach". After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Manufacturing operations employ quality control procedures included in process testing, and visual inspection to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Thermacare batches are produced as individual lots and batch t26693 is the only batch within the scope of this investigation. It was reported that a sample of the product to be returned was available, if requested. Final confirmation status was reported as not confirmed. Follow-up (B)(6) 2018, new information received from contactable consumer reported by way of product complaint and summary investigation results included additional investigational results. According to investigational results: there were no cells damaged or leaking. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2017, for an unrelated complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of adverse event. On the basis of this evaluation, a trend does not exist for this batch.

Manufacturer narrative:
The root cause category was non-assignable (complaint not confirmed). Consumer reports "blister from a burn on her stomach". After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Manufacturing operations employ quality control procedures included in process testing, and visual inspection to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Thermacare batches are produced as individual lots and batch t26693 is the only batch within the scope of this investigation. It was reported that a sample of the product to be returned was available, if requested. Final confirmation status was reported as not confirmed. There were no cells damaged or leaking. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of adverse event. On the basis of this evaluation, a trend does not exist for this batch. Batch t26693 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious d.

Event description:
Event verbatim [preferred term] burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off/blister turned into burn into scab to second degree burn [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A 34-year-old female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number t26693, expiration date aug2020, UDI number: (B)(4), on (B)(6) 2018 for menstrual pain/menstrual cramps. Medical history included thyroid cancer from (B)(6) 2018, ongoing hashimoto's disease from 2011, and thyroidectomy partial on(B)(6) 2018 . Concomitant medication included levothyroxine (levothyroxine) for hashimoto's from mar2011 and ongoing orally at 50ug once a day. The patient applied the heatwrap on (B)(6) 2018, for not even 4 hours. She took it off and did not see anything, but when she woke up on (B)(6) 2018, she noticed a burn in the shape of the cell and blister that was about nickel size on her stomach. The blister came off and it is flat. Now it looks like the skin was torn off, a layer of her skin came off. It is red and white around edges and has a dark red brownish scab. She found a blister on belly, which was exact shape as circles on the pad. Her blister turned into burn into scab into second degree burn. The patient confirmed the heatwrap was the usual temperature and was not abnormally hot. The patient classified her skin tone as fair to medium. She does not have sensitive skin or any abnormal skin conditions. The patient has previously used thermacare from (B)(6) 2018, for two days for an unspecified indication and other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and has not experienced the same problem/symptom during previous use. The patient was wearing several layers of clothing over the thermacare product (underwear and scrub pants) and had attached the adhesive to clothing for less than 4 hours. The patient did not engage in exercise while using the product, she did check her skin under the product while wearing thermacare about every 20 minutes, and she did read the usage instructions on thermacare before using the product. She was not admitted to hospital due to event. It was reported that, she was taking acetaminophen (tylenol) and ibuprofen (motrin) for the pain. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the event was not recovered. The patient has a scab from the burn and pain when trying to wear pants because the waistband rubs the site. The patient did not consult a healthcare professional for the problems/symptoms and no treatment/recommendation was given. Additional information has been requested and will be provided as it becomes available. Follow-up (12mar2018): this contactable consumer reported by way of consumer questionnaire. This female patient used thermacare heatwrap (thermacare menstrual) on (B)(6) 2018, by keeping the adhesive side against her underwear on stomach for menstrual cramps for only four hours. The product was not heated in microwave, not reheated at all, not applied directly to the skin and nor applied while sleeping. She checked the skin once every hour. On (B)(6) 2018, she woke up in middle of night and found a blister on belly, which was exact shape as circles on the pad. Her blister turned into burn into scab into second degree burn. She reported that the product burnt two layers of skin and her physician's assistant said she had a second degree burn. She discontinued the usage of thermacare heatwrap on (B)(6) 2018, it was reported that, she was taking acetaminophen (tylenol) and ibuprofen (motrin) for the pain. She was treated with bacitracin for second degree burn since on an unknown date. Follow-up (19mar2018): new information received from a contactable consumer includes patient data (deny of pregnant), medical history, past drug data, concomitant drug data, suspect device data (frequency), treatment details and event details. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information to amend relevant tests and earlier narratives from consolidated to non- consolidated. This female patient's relevant medical history included hashimoto's disease since 2011. Her concomitant medication included levothyroxine 50 ug once daily via oral route since mar2011 for hashimoto's. Her past drug history included thermacare heatwraps (thermacare heatwraps) from (B)(6) 2018, to an unspecified date in 2018 for two days for an unspecified indication and had not experienced same problem (blister turned into burn into scab into second degree burn). It was also reported that she previously used electric heating pad in (B)(6) 2018, for half-an-hour for pain relief and did not experienced a problem/symptom. Follow-up (28mar2018): this contactable consumer reported by way of product complaint and summary investigation results. This female patient used thermacare heatwrap (thermacare menstrual) (device manufacture date: 02sep2017 to 07sep2017) red color box on (B)(6) 2018, . The investigation results revealed on (B)(6) 2018, which included the visual inspection of the retain samples included six cartons, 24 pouches and the 24 wraps inside shown no obvious defects to cartons, pouches or wraps. There were no cells damaged or leaking. Review of the batch device history record for this batch concluded all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicated that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shown all wraps met the required wrap batch average temperatures (37.6°c-41.6°c) per menstrual, spec-22087, effective date: (B)(6) 2016. There were no wrap attribute or variable defects recorded for the batch. Shift production transition notes were reviewed, there were no issues noted that would cause an adverse event safety request for investigation complaint. There were no known site investigations associated with this batch that would cause an adverse event safety request for investigation complaint revealed upon review of this batch from a manufacturing perspective. The root cause category was non-assignable (complaint not confirmed). Consumer reports "blister from a burn on her stomach". After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Manufacturing operations employ quality control procedures included in process testing, and visual inspection to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Thermacare batches are produced as individual lots and batch t26693 is the only batch within the scope of this investigation. It was reported that a sample of the product to be returned was available, if requested. Final confirmation status was reported as not confirmed. Follow-up (01oct2018): new information received from contactable consumer reported by way of product complaint and summary investigation results included additional investigational results. According to investigational results: there were no cells damaged or leaking. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2017, for an unrelated complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of adverse event. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (19oct2018): new information received from contactable consumer reported by way of product complaint and summary investigation results included additional investigational results. According to investigational results: batch t26693 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects, to cartons, pouches or wraps. There were no cells damaged or leaking. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2018, for an unrelated complaint. An evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint of adverse event. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures per menstrual, spec-22087, effective date: (B)(6) 2016, there were no wrap attribute or variable defects recorded for the batch. Shiftly production transition notes were reviewed. There were no issues noted that would cause an adverse event safety request for investigation complaint. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause an adverse event safety request for investigation. The root cause category is non assignable (complaint not confirmed). Consumer reports "blister from a burn on her stomach". After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4),t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4).

Event description:
Event verbatim [preferred term] burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off/blister turned into burn into scab to second degree burn [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A 34-year-old caucasian female patient (no pregnant) started to receive thermacare heatwrap (thermacare menstrual, device lot number t26693, expiration date aug2020), on (B)(6) 2018 at one thermacare heatwrap for menstrual pain/menstrual cramps. Medical history included thyroid cancer from (B)(6) 2018, ongoing hashimoto's disease from 2011, and thyroidectomy partial on (B)(6) 2018. Concomitant medication included levothyroxine from (B)(6) 2011 and ongoing oral at 50 ug once daily for hashimoto's. The patient previously used thermacare heatwraps (thermacare heatwraps) from (B)(6) 2018 to an unspecified date in 2018 for two days for an unspecified indication and had not experienced the same problem/symptom below. The patient previously also used electric heating pad in (B)(6) 2018 for 1/2 hour for pain relief and did not experienced a problem/symptom. The patient applied the heatwrap on (B)(6) 2018 by keeping the adhesive side against her underwear on stomach for menstrual cramps for only four hours. She took it off and did not see anything, but when she woke up in middle of night on (B)(6) 2018 she noticed a burn in the shape of the cell and blister that was about nickel size on her stomach. The blister came off and it was flat. Now it looked like the skin was torn off, a layer of her skin came off. It was red and white around edges and had a dark red brownish scab. She found a blister on belly, which was exact shape as circles on the pad. Her blister turned into burn into scab into second degree burn. She reported that the product burnt two layers of skin and her physician's assistant said she had a second degree burn. The patient confirmed the heatwrap was the usual temperature and was not abnormally hot. The patient had a scab from the burn and pain when trying to wear pants because the waistband rubs the site. The patient further reported that she still had a scab where 2 layers of skin burned. She still had a hard time wearing her pants because the burn was on her stomach near her pants line. It's (B)(6) already! She was so disappointed with this product she will never use or suggested this to anyone! The product was remaining. She was not admitted to hospital due to event. It was reported that, she was taking acetaminophen (tylenol) and ibuprofen (motrin) for the pain. The first time she went to the physician couldn't put anything on it caused it's a burn, 2nd time which was almost 2 weeks later said to put bacitracin on it for second degree burn. The patient classified her skin tone as medium. She did not have sensitive skin or any abnormal skin conditions. The patient was wearing several layers of clothing over the thermacare product (underwear and scrub pants) and had attached the adhesive to clothing for 4 hours. The patient did not engage in exercise while using the product, she did check her skin under the product while wearing thermacare once every hour, and she did read the usage instructions on thermacare before using the product. The product was not heated in microwave, not reheated at all, not applied directly to the skin and nor applied while sleeping. The heatwrap was purchased from walgreens. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (12mar2018): new information received from a contactable consumer includes suspect device data (start date, stop date, indication) and usage information, onset date of event, treatment details and event details. Additional information has been requested and will be provided as it becomes available. Follow-up (19mar2018): new information received from a contactable consumer includes patient data (deny of pregnant), medical history, past drug data, concomitant drug data, suspect device data (frequency), treatment details and event details. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category was non-assignable (complaint not confirmed). Consumer reports "blister from a burn on her stomach". After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Manufacturing operations employ quality control procedures included in process testing, and visual inspection to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Thermacare batches are produced as individual lots and batch t26693 is the only batch within the scope of this investigation. It was reported that a sample of the product to be returned was available, if requested. Final confirmation status was reported as not confirmed.

Event description:
Event verbatim [preferred term] burn is in the shape of the cell and blister that was about nickel size/skin was torn off/ layer of her skin came off/blister turned into burn into scab to second degree burn [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A 34-year-old caucasian female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number t26693, expiration date aug2020), via an unspecified route of administration on 28feb2018 for menstrual pain. Medical history included thyroid cancer from (B)(6) 2018, ongoing hashimoto's disease, and thyroidectomy partial on (B)(6) 2018. Concomitant medication included levothyroxine (levothyroxine). The patient applied the heatwrap on (B)(6) 2018 for not even 4 hours. She took it off and did not see anything, but when she woke up on (B)(6) 2018 she noticed a burn in the shape of the cell and blister that was about nickel size on her stomach. The blister came off and it is flat. Now it looks like the skin was torn off, a layer of her skin came off. It is red and white around edges and has a dark red brownish scab. The patient confirmed the heatwrap was the usual temperature and was not abnormally hot. The patient classified her skin tone as fair to medium. She does not have sensitive skin or any abnormal skin conditions. The patient has previously used thermacare and other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack), and has not experienced the same problem/symptom during previous use. The patient was wearing several layers of clothing over the thermacare product (underwear and scrub pants) and had attached the adhesive to clothing for less than 4 hours. The patient did not engage in exercise while using the product, she did check her skin under the product while wearing thermacare about every 20 minutes, and she did read the usage instructions on thermacare before using the product. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the event was not recovered. The patient has a scab from the burn and pain when trying to wear pants because the waistband rubs the site. The patient did not consult a healthcare professional for the problems/symptoms and no treatment/recommendation was given. Additional information has been requested and will be provided as it becomes available. Follow-up (12mar2018): this contactable consumer reported by way of consumer questionnaire. This female patient used thermacare heatwrap (thermacare menstrual) on 26feb2018 by keeping the adhesive side against her underwear on stomach for menstrual cramps for only four hours. The product was not heated in microwave, not reheated at all, not applied directly to the skin and nor applied while sleeping. She checked the skin once every hour. On 26feb2018, she woke up in middle of night and found a blister on belly, which was exact shape as circles on the pad. Her blister turned into burn into scab into second degree burn. She reported that the product burnt two layers of skin and her physician's assistant said she had a second degree burn. She discontinued the usage of thermacare heatwrap on 26feb2018. It was reported that, she was taking acetaminophen (tylenol) and ibuprofen (motrin) for the pain. She was treated with bacitracin for second degree burn since on an unknown date. Amendment: this follow-up report is being submitted to amend previously reported information to amend relevant tests and earlier narratives from consolidated to non- consolidated. This female patient's relevant medical history included hashimoto's disease since 2011. Her concomitant medication included levothyroxine 50 ug once daily via oral route since mar2011 for hashimoto's. Her past drug history included thermacare heatwraps (thermacare heatwraps) from jan2018 to an unspecified date in 2018 for two days for an unspecified indication and had not experienced same problem (blister turned into burn into scab into second degree burn). It was also reported that she previously used electric heating pad in jan2018 for half-an-hour for pain relief and did not experienced a problem/symptom. Follow-up (28mar2018): this contactable consumer reported by way of product complaint and summary investigation results. This female patient used thermacare heatwrap (thermacare menstrual) (device manufacture date: 02sep2017 to 07sep2017) red color box on 28feb2018. The investigation results revealed on 28mar2018 which included the visual inspection of the retain samples included six cartons, 24 pouches and the 24 wraps inside shown no obvious defects to cartons, pouches or wraps. There were no cells damaged or leaking. Review of the batch device history record for this batch concluded all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicated that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shown all wraps met the required wrap batch average temperatures (37.6°c-41.6°c) per menstrual, spec-22087, effective date: 28nov2016. There were no wrap attribute or variable defects recorded for the batch. Shift production transition notes were reviewed, there were no issues noted that would cause an adverse event safety request for investigation complaint. There were no known site investigations associated with this batch that would cause an adverse event safety request for investigation complaint revealed upon review of this batch from a manufacturing perspective. The root cause category was non-assignable (complaint not confirmed). Consumer reports "blister from a burn on her stomach". After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Manufacturing operations employ quality control procedures included in process testing, and visual inspection to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product was within expiration date. The product quality for the batch was not impacted by this complaint. Thermacare batches are produced as individual lots and batch t26693 is the only batch within the scope of this investigation. It was reported that a sample of the product to be returned was available, if requested. Final confirmation status was reported as not confirmed.